Event description:
It was reported by the rep that the device was used during a laparoscopic cholectomy. It was reported the er320 was firing and the clips were scissoring. Another clip applier was opened and the case was completed. There was no consequence to the pt.